Event description:
There was an operator error in programming the device, which resulted in the patient receiving more medication than intended. At 1315, the pump was programmed with a concentration of 80mg/250ml of dopamine instead of the intended concentration of 800mg/250ml which resulted in the patient receiving the infusion at "10 times the rate planned." Approximately one hour later, the nurse noted the error and the physician was notified. There were no reported adverse patient effects and no medical interventions were required. The customer contact stated "the patient had no hemodynamic changes and all vital signs were stable."